Event description:
It was reported that fluid leak on tubing set and a message - p01 - bubble detected. During withdrawal/closure procedure, an intellanav stablepoint open-irrigated was selected for use. It was observed that the device was removed from the body once for air removal. During air removal and calibration outside the body, blood was observed coming out from the irrigation port. A bubble detect error was displayed on the pump. The flow rate was 2ml/m. The procedure was completed with original device used. There were no patient complications. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the intellanav stablepoint open-irrigated catheter was evaluated. The device does not have visual defects. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. -the device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Analysis of returned product revealed that the device showed no evidence or defects that could have contributed to the reported event; consequently, not confirming the reported complaint of message - p01 - bubble detected, tubing set fluid leak. The device was found within specifications and functioned as intended.

Event description:
It was reported that fluid leak on tubing set and a message - p01 - bubble detected. During withdrawal/closure procedure, an intellanav stablepoint open-irrigated was selected for use. It was observed that the device was removed from the body once for air removal. During air removal and calibration outside the body, blood was observed coming out from the irrigation port. A bubble detect error was displayed on the pump. The flow rate was 2ml/m. The procedure was completed with original device used. There were no patient complications. The device was returned for analysis.